Event description:
The residents at (B)(6) university brought to the attention of the integra sales representative the surgeon's discomfort with the mayfield 2 skull clamps, a3059. This was communicated as a recurring issue and not an isolated incident. Although the customer has reported about 3 occurrences. This is in reference to the first occurrence. No exact patient details were provided. The rocker arm could be manipulated after the entire mayfield construct has been locked. It was then demonstrated by the surgeon to the sales representative that after the skull clamp is locked, the metal rocker arm can be rotated under pressure; moving the rocker arm back and forth. The surgeon believed that all the skull clamps have some degree of gross movement, some worse than others. Furthermore, on the opposite side of the mayfield 2 skull clamp, the surgeon felt the whole ratchet arm was flexing, providing movement in the whole construct, subsequently disrupting navigational landmark accuracy while operating. It was also mentioned that the system seemed to flex under pressure and then return to its original fixed state, not affecting the navigational accuracy unless pressure was placed to the patient¿s skull. Linked to mfg. Report numbers: 3004608878-2017-00061, 3004608878-2017-00060.

Manufacturer narrative:
Investigation completed (B)(6) 2017. Method: device history review, trend analysis, failure analysis. Device history record reviewed for product ID (B)(4), work order (B)(4), serial # (B)(4), manufactured on 08/23/16 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. Two year look back for this reported failure and or related to "rocker arm can be manipulated " for product ID (B)(4) shows that 10 complaints were received including the 3 this customer reported on the same date. Product was inspected and no failure found. Failure could not be duplicated based on inspection of unit. Root cause is therefore unconfirmed.